Event description:
(B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise 5000, 8000 and 9000 beds, we have found a number of cases with a similar fault description compared to the one investigated here: the issue reported is electrical CPR failure, however, this event is the first one where the malfunction of the electrical CPR was caused by a defective junction box. The trend observed for reportable complaints with this failure mode for enterprise bed is considered to be low and stable. (B)(4). Based on provided information it has been determined that the event occurred due to a defective junction box which connects the handset with the backrest actuator, which is responsible for lowering the head section to the flat position when the CPR button on the handset is pressed. The enterprise bed is also equipped with manual CPR release handles situated at either side of the bed, below the calf section. So that if an emergency situation should arise and there has been a failure of the electrical system, the bed manual CPR lever will override all bed controls to lower the backrest mechanically. To further reduce the probability of occurrence of harm to the patient if the electrical system fails, the product instruction for use (e.g. #746-445_6.1), recommends to lower the backrest in an emergency, by using the mechanical CPR. The device was inspected by an arjohuntleigh representative at the customer site and was found to have failed its specification, it is unknown if the device was being used when the event occurred, there is no report of any injury as a result of this malfunction. However if the event would reoccur it could result in delay in treatment. Given the circumstances and the number of products in the market this incident appears to be a remote issue. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.